Manufacturer narrative:
Reported event was confirmed by review medical records and radiographs noting recurring dislocations, liner wear and fracture, and metallosis. After the third revision, the patient experienced another dislocation leading to closed reduction. Another revision surgery is anticipated. X-rays show superior dislocation of the femoral head, osteopenia and moderate degenerative changes in the right hip. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A final response was requested and sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): 11-107022- freedom liner - 773250; unknown cup ¿ unknown part and lot; unknown stem ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01114.

Event description:
It was reported that patient underwent three hip revisions after approximately 15 years post initial implantation. The patient is currently experiencing recurring dislocations requiring a closed reduction. A revision is being planned; however no surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.